Manufacturer narrative:
Ge healthcare's investigation of this lateral failure is in progress to determine if it introduces similar hazard as in MDR report #9613299-2013-00001. A follow up report will be submitted once investigation results are available.

Event description:
During service activity, a field engineer identified noise from the gantry; he then found loose screws on the linear bearing blocks of the lateral axis on both heads. No detector fall event and no injury occurred. This complaint was identified in a retrospective complaint analysis of an ongoing investigation as potentially presenting a failure mode impacting the lateral drive.